Event description:
It was reported the pump would not power on. Troubleshooting revealed the battery had been replaced, the battery cap was tight and secure, the pump had not been exposed to moisture or trauma, and there was no damage to the pump or battery cap. There was no adverse event associated with this issue.

Manufacturer narrative:
Should have read: "(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings:". The product was investigated on (B)(4) 2012.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump booted with a blank screen. Within three minutes the pump alarmed with audible and vibratory alarms. The pump was opened to investigate and display screen power supply component t1 was found to be lifted from the pcb solder joint. The black box history showed the pump was delivering the programmed basal rate until 10:55 am on (B)(6) 2011.